Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available. A field safety corrective action (fsca#656504) has been implemented on july 2022. The hls set advanced is intended for use in an extracorporeal circulation for cardiac support and/ or pulmonary support. Maquet cardiopulmonary gmbh (mcp) has received customer complaints of damage to the primary packaging of the hls set advanced. In all customer complaints it was reported that the tyvek cover was damaged. The appearance of the packaging failure can be hole(s) in the tyvek. The damages are caused by the tabs of the venous probe holder within the packaging. To improve the detectability of the damage actions have been implemented which includes the return of the products and a customer on-site device inspection.

Event description:
The event occurred in france. It was reported that holes in the packaging of two hls set was noted. The affected hls sets with lot#3000216193 are part of the fsca#656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that holes in the packaging of two hls set were noted. The affected hls sets with lot#3000216193 are part of the fsca#656504. The affected hls sets were sent to the customer before the fsca was initiated. The failure was noticed before use and no patient was involved. No harm to any person has been reported. The 2 affected hls sets were investigated at the getinge laboratory on 2022-11-17. Upon visual inspection a hole with a diameter of 9,6 mm in the tyvekcover could be determined in the 1 hls set. In the 2 hls set a hole with a diameter of 9,9 mm in the tyvekcover could be determined during visual inspection. During the investigation it was detected that the velcrostraps needed for fixating the hls module within the inlay were loose. The most probable root cause could be determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. Based on the investigation results the reported failure "holes in tyvekcover" could be confirmed. Maquet cardiopulmonary initiated a CAPA process in order to take further actions. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).